Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a meniscus repair surgery the moving jaw/cutter of the device broke off. All parts were retrieved from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully. The surgeon fixated the meniscus with a meniscus suture. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. No functional testing was performed as the instrument is broken. Visual evaluation found that the instrument's top jaw was broken off. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Manufactured date 2018.